Event description:
Situation: cadd check valve extension set leaking from attachment port. Background: patient ordered for cadd pump. Pump set up and when nurse checked on the line about 1 hour later, they noticed that the line was leaking at the site of the attachment to primary tubing. Assessment: faulty line sequestered. Lot # 4271188. Manufacturer response for cadd pump tubing, set extension pump tubing 68inl male/male luer lock 0.2u filter dehp-free tubing latex-free anti-siphon valve clamp y-ext w/one way fem ck vlv (per site reporter) materials staff notified smiths rep. To request mailer.